Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the hemopro 2 cables stopped working. The harvester waited for cool down and tried again but nothing happened. A replacement unit was used to complete the procedure. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report #'s 2242352-2011-01590.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).